Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device and provided x-ray image found evidence to support disassociation of the liner from the cup while implanted. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post tha the patient came back with a dissociated pinnacle poly liner leading to x-ray and will be revised. There was not a depuy head , they have put in a hybrid version with a stem and head from z/b. Due to the metal debris in the joint the or time was longer than expected. Approximately 30-45 minutes to clean out the metal debris from the tissues in the joint. There was a lot of metal debris in the hip joint witch was removed and a new altrx liner was implanted. The pinnacle cup-121731056 lot nr 9660625 was a bit worn on the edge but mostly the debris came from the metal head from z/b that also was exchanged. The head and stem is from z/b. The patient is a male and the affected side is right.